Event description:
It was reported on (B)(6) 2012 the patient had an arthroscopic surgery reported to be completed without any complications. On (B)(6) 2012, an osteotomy procedure involving the left hip and femur was performed to realign the hip by cutting the femur bone and fastening with metal plates and screws called a ¿blade plate¿ in the report. The blade plate that was intended for the procedure was to be an adult 90 degree 40mm size blade plate. The blade plates were packaged and sealed and were in the operating room prior to the commencement of the procedure. After the patient's left femur had been severed and prepped, the surgeon requested the blade plate. After the package containing the blade plates was opened, the surgeon found that the package contained pediatric sized blade plates which were too small to be used for the procedure. The correct size plates were unavailable in the (B)(6) area so the surgeon was required to temporarily insert a 50mm blade plate until the appropriate size blade plate could be obtained. On (B)(6) 2012, the patient had a revision surgery and the appropriate size adult 90 degree 40mm blade plate was implanted into the left hip. The patient reportedly suffered significant pain and emotional distress. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction to typo in for the date in event description from initial report: it was reported on (B)(6) 2102 the patient had an arthroscopic surgery reported to be completed without any complications the report should have reported: it was reported on (B)(6) 2012 the patient had an arthroscopic surgery reported to be completed without any complications